Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this newly implanted left ventricular (lv) lead went out of the branch of the coronary sinus. This lead was unable to get very far into the vessel and its marker was just at the origin of the branch. Moreover, threshold was noted to have increased the day after this lead was implanted. Thereafter, x-ray was performed and confirmed that this lead had pulled back. Subsequently, the patient underwent a replacement procedure, and this product was explanted and replaced. Besides the surgical intervention that was performed, there were no other adverse patient effects reported.